Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed three errors which are disconnected mode, critical override, and failed hardware. The field service engineer (fse) logged into cfn admin and checked the network settings, including both network adapter configurations and duplex speed. The station was restarted. The customer logged in and attempted storage space recovery, but nothing was visible. The fse pulled out the station, checked the network cables at the communication sled, and swapped the network cable and the es fridge cable to the correct ports. The customer then successfully recovered the es fridge. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had as screen error in disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.